Event description:
It was reported that the pump was plugged in when patient arrived to floor at 11 am in the med/surg care area. The nurse saw the pump running at 2:15pm. The pump was off at 4pm. Both patient and nurse stated that battery inoperable occurred without alarm. The customer verified dead battery and replaced with another pump turned on. There was no report of any patient injury.

Manufacturer narrative:
(B)(4). Sigma's evaluation of the involved pump found the unit to be inoperable due to no power up caused by a capacitor (c95) failure, which caused a fuse (f1) failure.